Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was elevated, however a specific value was not provided. Additionally, the customer experienced low bg of approximately 40 mg/dl. Customer declined to provide further information and declined tandem technical support¿s offer to perform a pump system check.